Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to shock impedance measurements greater than 125 ohms. The pocket was reopened and it was determined that the proximal terminal pin was not completely advance to the end of the port. The proximal and distal terminal pins were removed from the device and reinserted. The shock impedance measurement after the terminal pins were reinserted was 41 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this device remains in service without additional complication. Should additional information become available this event will be updated.